Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of connecting issue was unknown. When asked what most likely caused the issue they stated that it was on their right side and they lost weight and had a knee surgery. When asked what steps were taken to resolve the issue they stated that they were seeing their primary doctor on (B)(6) 2025 and didn't know what to do about it. They noted that it was very painful.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urin ary/bowel disfunction. It was reported that a couple of weeks ago they had a knee replacement surgery and since then they hadn't been able to connect to the implant to make an adjustment. The patient said that on the side of the knee replacement, their right knee, had been feeling little electrical shocks. Reviewed patient's device information and reviewed that the lead was listed as being on patient's left side. With instruction, the patient connected to implant and decreased the setting. When asked, patient said that the shocking sensation had stopped. The patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable.